Event description:
Reportable based on device analysis completed on 13 jan 2025. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was missing. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window and imaging core were twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window and imaging core were twisted, and there was windup of the imaging core, a broken drive shaft, and a broken coaxial cable, starting 26 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter.

Manufacturer narrative:
H6: device codes - updated. The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window and imaging core were twisted, and there was windup of the imaging core, a broken drive shaft, and a broken coaxial cable, starting 26 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter.

Event description:
Reportable based on device analysis completed on 13 jan 2025. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was missing. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window and imaging core were twisted. It was further reported that the 50% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. Additionally, resistance was felt during device insertion into the patient`s body.

Manufacturer narrative:
H6: component codes update to include access port g04001. The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window and imaging core were twisted, and there was windup of the imaging core, a broken drive shaft, and a broken coaxial cable, starting 26 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter.

Event description:
Reportable based on device analysis completed on 13 jan 2025. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was missing. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window and imaging core were twisted. It was further reported that the 50% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. Additionally, resistance was felt during device insertion into the patient`s body.